Event description:
It was reported that during use with bd vacutainer® flashback blood collection needle there was leakage at the flash chamber. The following information was provided by the initial reporter, translated from chinese to english: 1 needle leakage at flashback chamber.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-23. H.6. Investigation summary: bd received 2 samples and 10 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for leakage, side-pierced sleeve, hooked needle point, and foreign matter were observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure modes for leakage, side-pierced sleeve, hooked needle point, and foreign matter with the incident lot were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes leakage, side-pierced sleeve, hooked needle point, and foreign matter. Bd has initiated further root cause investigation relating to the issues of hooked needle point and foreign matter through corrective and preventive actions. Bd was not able to identify a root cause for the failure modes of leakage and side-pierced sleeve. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® flashback blood collection needle there was leakage at the flash chamber. The following information was provided by the initial reporter, translated from chinese to english: 1 needle leakage at flashback chamber.